Event description:
According to the patient, he confirmed that he did need to go to the hospital and did experience any adverse health consequences because of the event. He reported he experienced problems breathing and was transported to the hospital via car. He was admitted and stayed 5 days in the hospital. He reports that the unit kept shutting off and on. It would sometimes charge and sometimes not. There were audible and visual alarms at the time of the event. He was diagnosed with pneumonia, treated with breathing treatments and unspecified medication. He remains on o2 24/7 at level 2 and will continue follow-up with his physician. He did have a backup device and received a replacement unit 5 days later.

Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.